Manufacturer narrative:
The factory would like to provide notification that the initial medwatch for - mfg # 8010762-2016-00615 submitted oct 7, 2016 is a duplicate submission for previously submitted medwatch report # 8010762-2016-00608 submitted oct 5, 2016. All further correspondence regarding ref # (B)(4) will be conducted under medwatch # 8010762-2016-00608.

Event description:
(B)(4). The factory would like to provide notification that the initial medwatch - mfg # 8010762-2016-00615 submitted oct 7, 2016 is a duplicate submission for previously submitted medwatch report # 8010762-2016-00608 submitted oct 5, 2016. All further correspondence regarding ref # (B)(4) will be conducted under medwatch # 8010762-2016-00608.

Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and checked the flow values such as the temperature regulation. The technician was not able to duplicate the error. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
The customer stated that the hcu40 displayed the error message "pat. Water flow low". Additional information: there were no patient involved the incident occurred on start up of the device (B)(4).